Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead implanted: (B)(6) 2010; dtba1d1 ICD implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented with palpitations. It was determined from interrogation that the right atrial lead was undersensing atrial flutter. It was also determined that right ventricular lead thresholds had been previously high and had undergone a recent increase. The leads remain in use. No patient complications have been reported as a result of this event.